Event description:
General report received of an unspecified number of undocumented incidents of device breakages. The gemstar tubing sets were being used to deliver unspecified medications. After unspecified lengths of time, the secure lock male adapters of the tubing sets were connected to ports on 2-way stopcocks for deliveries of unspecified medications. After unspecified lengths of time when the deliveries were completed, the customer contact reported it was not easy to disconnect the secure lock male adapters from the connections. It was reported that a vessel clamp was used and some secure lock male adapters broke off into the connections. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
The devices have been discarded. Investigation is not complete. Initial reporter no info was provided; therefore, the box was left blank. Documentation received from the international contact indicates that info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.